Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolut device, the patient with aortic stenosis and aortic insufficiency required carotid access for endovascular treatment. During valve deployment, one paddle released without trouble, but the inner curve paddle slipped out of the pocket and into the capsule. The system was tugged on believing both paddles were released and dislodged the valve. The patient was stable and underwent a sternotomy for open repair, which included the removal of the valve and a surgical valve replacement.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012362254); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 67 mm with a perimeter derived diameter of 21.3 mm suggesting a 26 mm valve. Sinuses of valsalva diameters measured less than the recommended 27 mm for the 26 mm valve. The media file provided shows that during the removal of the delivery catheter system (dcs), one of the paddles remained stuck to the paddle attachment causing it to dislodge aortic. Of note, caution while withdrawing the dcs minimizes interaction with the valve frame. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolut device, the patient with aortic stenosis and aortic insufficiency required carotid access for endovascular treatment. During valve deployment, one paddle released without trouble, but the inner curve paddle slipped out of the pocket and into the capsule. The system was tugged on believing both paddles were released and dislodged the valve. The patient was stable and underwent a sternotomy for open repair, which included the removal of the valve and a surgical valve replacement. Additional information was received that left carotid access was used for the procedure with a non-medtronic (cook medical amplatz extra stiff) guidewire. No pre-implant balloon dilation was performed. The valve was implanted in the native annulus using the cuspal overlap technique following slow deployment of the valve. It was unknown whether the nose cone was centered within the valve frame. Per the physician, the cause of the dislodgement was not known but carotid access with a softer wire may have contributed.